Event description:
Related manufacturer report number: 2017865-2022-21983, 2017865-2022-21985. During a remote follow up, episodes of noise resulting in oversensing and pacing inhibition were noted on the right ventricular (rv) lead, right atrial (ra) lead and device. Provocative testing was performed and the noise was unable to be reproduced. The device, the rv and ra leads were explanted and replaced to resolve the event. The patient was stable. The device is included in the zenex, assurity, enduritylaser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.